Event description:
Novasure device in place and arrayed, and process began. After one minute 24 seconds the machine stopped and displayed "system fault" error code. Procedure aborted.what was the original intended procedure?uterine d & c with ablation.